Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision tkr, dr (B)(6), (B)(6) 2018. Primary implanted by dr (B)(6) approximately 30 years ago. Revision for polyethylene wear bearing exchange: 30 year old lcs total knee replacement worn meniscal bearings exchanged and changed to 17.5mm. Female patient initials: (B)(6). Impacted product unknown jrn: no product code: 12.5mm lcs meniscal bearings - no lot #. Related product: unknown jrn: no product code: right standard lcs classic cemented femur - no lot #; unknown jrn: no product code: std cruciform lcs patella - no lot #; unknown jrn: no product code: cemented meniscal bearing lcs tibial component - no lot #.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.